Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding an implantable neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Consumer reported they went to their physician yesterday and had their stimulation increased from 1.9v to 2.2v. It was reported that it was not working, meaning it was not helping with their bladder symptoms anymore. It was reported that the night of the appointment they had an accident. The patient reportedly increased stimulation to 3.3v after the accident. No further complications reported/anticipated. Additional information was received 2018-mar-13 indicated that the patient called again regarding the same issue they originally called about. They reported that after changing programs, they woke up the morning of the report and was still having symptoms. They stated they wet their bed again, so they raised it, but it wouldn't let them raise it. Patient was able to sync with their patient programmer and it showed stimulation was off. Patient was advised to avoid the stimulation off button, but it appeared they accidentally pressed it. It was further reported 2 days later that the implant just stopped working for her symptoms, increase accidents, wet bed 2 nights in a row, and just about lost it while trying to get to the bathroom. Patient stated the symptoms were why she got the implant due to a bladder injury years ago. Patient stated she stopped feeling stim, so she changed programs from 3 to 4 and does not feel stim. Patient changed back to prog 3 and reports feeling stim. Patient noted the sensation went away during the call. Patient increased to 3.9v and did not feel it as it went away. Patient confirmed ins was on. Patient noted there was an instance where stim was too strong when she turned it on, and it shocked her. Patient stated it resolved after lowering it.